Manufacturer narrative:
Updated to reflect hospitalization. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that an alarm test was done and the alarms were audible but sounded weak per the hcp. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure.. Assessment determined that there is not an existing formal investigation for the issue identified in this event. A new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; follow-up was conducted to determine the cause of the weak sounding alarm, but it was specified that the cause was to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (hcp, rep): information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml unknown baclofen at a dose of 310.3 mcg/day via an implantable infusion pump for intractable spasticity and post spinal cord injury. It was reported that the therapy stopped working this weekend as the patient had a return of symptoms. The pump was interrogated with logs and no alarms were reported. Alarm test was done and alarms were audible but sounded weak per the hcp. Catheter troubleshooting had not been done. Reservoir volume check had not been done although volumes at refill were accurate at last refill. No therapeutic bolus was programmed. The patient symptoms were being covered by oral baclofen. The surgeon was willing to replace the pump and possibly the catheter but would not do anything with dosing/medication and wanted the dose programmed to minimum rate. No further complications were expected or anticipated. 2017-11-27 lfc (hcp): additional information was received from a healthcare provider on 2017-nov-27. It was reported that the cause of the therapy not working, return of patient symptoms, and alarms sounding weak were to be determined (tbd). It was noted that the pump dose was increased by 11x to no avail, and the patient resumed oral baclofen (20 mg 4x/day). The patient was reportedly asymptomatic on oral baclofen. It was noted that "esi" was 9 months from now (relative to (B)(6)2017), and the pump was to be replaced within the next 2 weeks. The audible but weak alarms were not resolved at the time of report. On 2017-dec-05 bp ( other-saol): additional information was received from a manufacturer's business partner on (B)(6) 2017. The patient's race, height, and weight were provided. It was reported that the patient experienced an increase in spasticity and was itchy and irritable beginning on (B)(6) 2017. On (B)(6) 2017. The patient presented with baclofen withdrawal symptoms. According to the hcp, the patient was stable on 20 mg qid baclofen. The patient's device replacement was scheduled for (B)(6) 2017 and the patient would be admitted then with an admitting diagnosis of device failure. The patient¿s medical history included spasticity, paraplegia, and "2nd to t5 burst fx" (B)(6) 2017 (B)(4), f/u mpxr (hcp, rep): additional information was received from the patient's healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the patient was experiencing baclofen withdrawal. The patient had been weaned down to 70 mcg/day of intrathecal medication prior to the pump replacement. No evidence of a motor stall was observed. It was reported that the patient experienced a fall in the past, but no other environmental/external/patient factors that might have led or contributed to the issue were reported at the time of the complaint. The patient's pump was replaced on (B)(6) 2017. It was noted that it was expected that the pump would have 14.3 ml of 2000 mcg/ml of baclofen to be in the pump at the time of the replacement and exactly 14.3 ml was withdrawn. The patient's catheter was checked for flow rate and showed good flow of csf and proper placement. The catheter was noted as being intact. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.